Event description:
Consumer reported complaint for physical defect of test strips. Husband is calling on behalf of the customer. Customer stated the true metrix test strips were black in color. Customer also stated that the true metrix go meter was not turning on with the test strips. The test strip manufacturers expiration date is 06/29/2023; product storage and open vial date were not disclosed. The customer feels well and did not report any symptoms. No medical attention associated with the use of the product was reported. The customer had another vial of test strips, lot number za4873s, manufacturers expiration date of 01/31/2024. Customer stated the test strips from this vial were the proper color and worked with the meter.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter was not returned for evaluation. Customer returned correct lot on the strips vial #: za4602s but inside of the vial is the wrong strips. Evaluation in process. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Manufacturer narrative:
Sections with additional information as of 20-oct-2022: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions. Meter was not returned. Customer returned incorrect strips: lot # za4865s. Customer also returned correct lot on the strips vial #za4602s but inside of the vial is the wrong strips / competitor strip. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-009: use error caused or contributed to event.